Event description:
It was reported that the patient presented in clinic with noise on the ventricular lead. The noise was interpreted as non-sustained lead oversensing. The physician was aware of this issue and elected to monitor the patient. Patient was stable.